Event description:
It was reported by the technician that the cpu control board was defective causing the lift to be potentially stuck in high height. No pt involvement or adverse consequences were reported.